Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction originated from deactivated network port. A field service engineer made an effort to remove the damaged doors on the safe but hinges were also compromised. They got station back online using the 1.8 image, and another station was utilized for synchronization. Additionally, the field service engineer successfully established an rss connection and confirmed that the system was operational. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system was not communicating. The customer indicated that there was a 10 minutes delay in dispensing medication to the patient, prompting nurses to retrieve medications from an alternative station. There were no adverse events or injuries reported based on this incident.